Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump alarmed for critical pump error. Customer¿s blood glucose was unknown. Customer stated that insulin pump received low battery or replace battery alarm before open book image. Customer was advised to discontinue use of insulin pump and revert to backup plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. Unable to verify low battery alarm or battery power loss alarm due to critical pump error (open book image) alarm.